Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician observed that the air water cylinder contained white residues. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.